Event description:
It was reported the device was replaced due to the patient being shocked a number of times from interference on both channels. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: analysis determined that a leaky capacitor which directly influences the sense amp circuitry in the device contributed to reported oversensing. It was reported the device was replaced due to the patient being shocked a number of times from interference on both channels. No further patient complications were reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination component/subassembly failure capacitor device was out of specification in a manner that relates to event interference performance sensitivity shock, inappropriate.